Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels, which he had difficulty with lowering. He stated that he had gone through 4 infusion sets trying to bring his blood glucose levels down. He noted that his blood glucose was running high on the day prior to the hospitalization. His blood glucose was 531 mg/dl, and he could not bolus. He advised that he treated the high blood glucose using the insulin pump and manual injection, declining troubleshooting assistance. He believed that the issue may have been infusion set- or site-related. The customer's blood glucose was 596 mg/dl at the time of admission. He complained of chest, back and neck pains. He was treated upon admission with manual injections and intravenous fluids. The customer was wearing the insulin pump at the time of hospitalization. His most recent blood glucose was 439 mg/dl. He was legally blind and requested assistance with changing and retrieving his settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.